Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-11. H6: investigation summary: our quality engineer inspected the device submitted for evaluation. Bd received one opened device. Functional testing of the device was unable to identify any leaks or other non-conformances. Similarly visual inspection of the device displayed no observable damage to the unit. The reported issue could not be confirmed at the conclusion of our review. This is the only known occurrence of this issue being reported for this manufacturing lot, and a device history record review showed no non-conformances associated with this issue during the production of this batch. Unfortunately, the root cause for this event could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that nexiva 18ga 1.25in hf y leaked. The following information was provided by the initial reporter: during administration of contrast medium with 4ml/s, contrast leaks through the cap with filter which is on the needle. There are 2 caps with filters. First I put the administration stroke on 1 cap, then the contrast leaked along the administration line. Then put the administration line on another cap. Tested with salt, where the salt leaked out through cap 1. So the filter of the cap is leaking.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter email address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva 18ga 1.25in hf y leaked. The following information was provided by the initial reporter: during administration of contrast medium with 4ml/s, contrast leaks through the cap with filter which is on the needle. There are 2 caps with filters. First I put the administration stroke on 1 cap, then the contrast leaked along the administration line. Then put the administration line on another cap. Tested with salt, where the salt leaked out through cap 1. So the filter of the cap is leaking.